Event description:
Consumer complaint of about low blood results. Performed blood test - 76 mg/dl. Caller states she normally reads about 100-110mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (66) and the normal result (110) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).